Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (¿severe and persistent pelvic pain¿), genital haemorrhage (¿constant bleeding that lasted over 6 weeks/ severe bleeding¿), adenomyosis (¿adenomyosis¿), giant cell tumors (¿neoplasm¿), autoimmune reaction (¿autoimmune disorder¿), lupus (¿systemic lupus erythematosus¿) in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blister (due to nickel allergy), erythematous rash (due to nickel allergy), itchy rash (due to nickel allergy), gravida ii, parity 2 (((B)(6) 2008;(B)(6) 2011)) and c-section. Concurrent conditions included nickel sensitivity, anxiety, historical medication included yaz from 2004 to 2007 (stopped yasmin ¿ did not like the side effects). Concomitant medications included allegra (1996 to present). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constant bleeding that lasted over 6 weeks/ severe bleeding (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criteria medically significant), giant cell tumors (seriousness criteria medically significant), autoimmune reaction (seriousness criteria medically significant), lupus (seriousness criteria medically significant), hip pain (¿hip pain, ankle pain¿), eczema nummular (¿discoid eczema¿), migraines (¿migraine¿), depression (¿depression¿), anxiety (¿anxiety¿), blood glucose increased (¿elevated sugar levels¿), rash (¿rashes¿), alopecia (¿hair loss¿), feeling abnormal (¿brain fog/did not feel like myself¿), arthralgia (¿hip pain, ankel pain¿), muscle spasms (¿muscle spasms¿), abdominal pain lower (¿right side pain during exercise"), loss of personal independence in daily activities (¿couldn¿t run without pain on my right side/ I could no longer swim without pain or ride my bike without pain¿), joint range of motion decreased (¿joint deterioration¿), shoulder pain (¿musculoskeletal pain¿), ligament rupture (¿left shoulder labrum detachment¿), skin exfoliation (¿skin peeling¿), device difficult to use (¿doctor was having issues placing the device on my right side¿), white blood cell count increased (¿elevated wbc¿), blood test abnormal (¿abnormal bloodwork¿), malaise (¿sick¿), and treatment noncompliance (¿did not use birth control post essure placement¿). In (B)(6) 2011, she had back pain (¿back pain/chronic/lower back pain due to inflammation from nickel allergy¿), neck pain (¿neck pain/chronic/neck pain due to inflammation from nickel allergy¿), allergy to nickel (¿inflammation from nickel allergy¿), chronic inflammation (¿inflammation from nickel allergy¿). The patient was treated with analgesics, muscle relaxants, antidepressants, triptan, topamax, maxalt, surgery (hysterectomy with double salpingectomy and dilation and curettage and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital hemorrhage, adenomyosis, neoplasm, autoimmune disorder, systemic lupus erythematosus, arthralgia, eczema nummular, migraine, depression, anxiety, blood glucose increased, rash, alopecia, back pain, neck pain, allergy to metals, inflammation, feeling abnormal , muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, musculoskeletal pain, ligament rupture, skin exfoliation, device difficult to use, white blood cell count increased, blood test abnormal, malaise, treatment noncompliance outcome was unknown. Event abdominal pain outcome was recovered. The reporter considered pelvic pain, genital hemorrhage, adenomyosis, neoplasm, autoimmune disorder, systemic lupus erythematosus, arthralgia, eczema nummular, migraine, depression, anxiety, blood glucose increased, rash, alopecia, back pain, neck pain, allergy to metals, inflammation, feeling abnormal , muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, musculoskeletal pain, ligament rupture, abdominal pain, skin exfoliation, device difficult to use, white blood cell count increased, blood test abnormal, malaise, treatment noncompliance to be related to essure. The reporter commented: I suspected I was pregnant but the doctor did not confirm it. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count showed there was chronic inflammation. On (B)(6) 2012, xray cervical spine, 4 views showed preserved alignment. Straightened cervical lordotic curvature. No radiographic evidence of fracture or malalignment. On (B)(6) 2013, procedure: MRI left shoulder (MRI ext upper joint w/co): mild rotator cuff tendinosis. There is no evidence of a rotator cuff tear. Partial detachment of the superior aspect of the anterior labrum. Images are compared with MRI from (B)(6) 2013. These images were obtained without interarticular gadolinium. The rotator cufftendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast. On (B)(6) 2014, MRI hip arthrogram right: no early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. On (B)(6) 2014, ultrasound pelvis complete: endometrial stripe measures approximately 3 mm in thickness. Somewhat bulbous inhomogeneous myometrium possibly representing adenomyosis. Consider pelvic mr for further evaluation, if clinically indicated. No discrete uterine mass noted. Several punctate echogenic foci along the periphery of the uterus in the fundal region possibly related to the essure wires. 1.1 x 0.9 x 1.0 cm complex left ovarian mass, most likely representing a hemorrhagic cyst. No doppler evidence of ovarian torsion. On (B)(6) 2014, MRI hiparthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. On (B)(6) 2014, hysterosalpingogram showed tubes were blocked. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, adverse events were reported which were, based on their pathophysiology, considered unrelated to the product by company causality comment. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017, after getting essure I experienced rashes, hair loss, back/neck pain, hip pain, migraines, brain fog, severe and persistent pelvic pain, right side pain during exercise; joint deterioration and shoulder pain, resulting in a left shoulder labrum detachment; d&c and ablation due to possible pregnancy; constant bleeding that lasted over 6 weeks; hysterectomy surgery to remove essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("constant bleeding that lasted over 6 weeks/ severe bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), adenomyosis ("adenomyosis"), the first episode of neoplasm ("giant cell tumors"), autoimmune disorder ("autoimmune reaction"), systemic lupus erythematosus ("lupus"), musculoskeletal pain ("shoulder pain"), cartilage injury ("left shoulder labrum detachment") and the second episode of neoplasm ("growth tumor") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control post essure placement" and device difficult to use "doctor was having issues placing the device on my right side". The patient's past medical history included blister (due to nickel allergy), erythematous rash (due to nickel allergy), itchy rash (due to nickel allergy), gravida ii, parity 2 (on (B)(6) 2008; on (B)(6) 2011)), c-section, headache (reaction tom nickel allergy) and hair loss (reaction tom nickel allergy). Previously administered products included for an unreported indication: xanax from 2006 to on (B)(6) 2018, yaz from 2004 to 2007, yasmin from 2003 to 2006, levaquin from 2003 to 2006, allegra from 2003 to 2006 and tetracycline from 2003 to 2006. Concurrent conditions included nickel sensitivity (diagnosed at age 16 in 1996), anxiety and overweight. Concomitant products included cetirizine hydrochloride (zyrtec) since 1996 and fexofenadine (allegra) since 1996 for seasonal allergy as well as alprazolam (xanax) since 2006, azithromycin (z-pak) since 2006, carisoprodol since 2006, lisdexamfetamine mesilate (vyvanse) since 2006, minocycline hydrochloride (minocyclin) since 2006, obetrol (adderall) since 2006, oxycocet (percocet) since 2006, pregabalin (lyrica) since 2006, salbutamol sulfate (proair hfa) since 2006 and tapentadol hydrochloride (nucynta) since 2006. In 2011, the patient experienced feeling abnormal ("brain fog/did not feel like myself"), abdominal pain ("abdominal pain") and the first episode of anxiety ("severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("back pain/chronic/lower back pain due to inflammation from nickel allergy/back pain"), neck pain ("neck pain/chronic/neck pain due to inflammation from nickel allergy") and inflammation ("chronic inflammation in the whole body"). In 2012, the patient experienced migraine ("migraines / severe and persistent migraines"), dermatitis contact ("rashes/chronic rash due to nickel allergy"), alopecia ("hair loss"), skin exfoliation ("skin peeling") and headache ("headaches"). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain/"ankle" pain /joint pain/joint inflammation") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), the first episode of neoplasm (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), musculoskeletal pain (seriousness criterion medically significant), cartilage injury (seriousness criterion medically significant), the second episode of neoplasm (seriousness criterion medically significant), eczema nummular ("discoid eczema"), depression ("depression"), the second episode of anxiety ("anxiety"), blood glucose increased ("elevated sugar levels"), allergy to metals ("inflammation from nickel allergy/allergic to nickel/experienced a hypersensitivity/nickel allergy") with dermatitis contact, muscle spasms ("muscle spasms"), abdominal pain lower ("right side pain during exercise"), loss of personal independence in daily activities ("couldn¿t run without pain on my right side/ I could no longer swim without pain or ride my bike without pain"), joint range of motion decreased ("joint deterioration"), white blood cell count increased ("elevated wbc"), blood test abnormal ("abnormal bloodwork"), malaise ("sick"), uterine enlargement ("possible uterine growth") and rash ("chronic rash"). The patient was treated with nsaid's, muscle relaxants, antidepressants, oxitriptan (triptan), topiramate (topamax), rizatriptan (maxalt), surgery (partial hysterectomy with bilateral salpingectomy by davinci robot - no morcellator), surgery (dilation and curettage and ablation on (B)(6) 2013), surgery (ablation, partial hysterectomy and bilateral salpingectomy, essure removal), surgery (shoulder surgery), surgery (surgical: shoulder surgery) and surgery (d&c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, vaginal haemorrhage, adenomyosis, autoimmune disorder, systemic lupus erythematosus, musculoskeletal pain, cartilage injury, the last episode of neoplasm, arthralgia, eczema nummular, migraine, depression, the last episode of anxiety, blood glucose increased, allergy to metals, inflammation, muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, skin exfoliation, white blood cell count increased, blood test abnormal, malaise, menorrhagia, headache, uterine enlargement and rash outcome was unknown and the dermatitis contact, alopecia, back pain, neck pain and feeling abnormal was resolving. The reporter provided no causality assessment for arthralgia, autoimmune disorder, blood glucose increased, depression, eczema nummular, migraine and the second episode of anxiety with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, blood test abnormal, cartilage injury, dermatitis contact, feeling abnormal, genital haemorrhage, headache, inflammation, joint range of motion decreased, loss of personal independence in daily activities, malaise, menorrhagia, muscle spasms, musculoskeletal pain, neck pain, pelvic pain, rash, skin exfoliation, systemic lupus erythematosus, uterine enlargement, vaginal haemorrhage, white blood cell count increased, the first episode of anxiety, the first episode of neoplasm and the second episode of neoplasm to be related to essure. The reporter commented: I suspected I was pregnant but the doctor did not confirm it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Full blood count: on an unknown date: there was chronic inflammation hysterosalpingogram: on (B)(6) 2011: fallopian tubes were blocked. Current weight: 165 lbs. On (B)(6) 2012, xray cervical spine, 4 views showed preserved alignment. Straightened cervical lordotic curvature. No radiographic evidence of fracture or malalignment. On (B)(6) 2013, procedure: mr left shoulder (MRI ext upper joint w/co): 1. Mild rotator cuff tendinosis. There is no evidence of a rotator cuff tear. 2. Partial detachment of the superior aspect of the anterior labrum. Images are compared with MRI from on (B)(6) 2013. These images were obtained without interarticular gadolinium. The rotator cuff tendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast. On (B)(6) 2014, MRI hip arthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. 2. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. 3. Mild osseous spurring of the symphysis pubis. On (B)(6) 2014, ultrasound pelvis complete: endometrial stripe measures approximately 3 mm in thickness. Somewhat bulbous inhomogeneous myometrium possibly representing adenomyosis. Consider pelvic mr for further evaluation, if clinically indicated. No discrete uterine mass noted. Several punctate echogenic foci along the periphery of the uterus in the fundal region possibly related to the essure wires. 1.1 x 0.9 x 1.0 cm complex left ovarian mass, most likely representing a hemorrhagic cyst. No doppler evidence of ovarian torsion. On (B)(6) 2014, MRI hip arthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this "particular" case, adverse events were reported which were, based on their pathophysiology, considered unrelated to the product by company causality comment. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Event added: chronic rash. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("constant bleeding that lasted over 6 weeks/ severe bleeding"), adenomyosis ("adenomyosis"), the first episode of neoplasm ("giant cell tumors"), autoimmune disorder ("autoimmune reaction"), systemic lupus erythematosus ("lupus"), musculoskeletal pain ("shoulder pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and the second episode of neoplasm ("growth tumor") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor was having issues placing the device on my right side". The patient's past medical history included blister (due to nickel allergy), erythematous rash (due to nickel allergy), itchy rash (due to nickel allergy), gravida ii, parity 2 (((B)(6) 2008; (B)(6) 2011)), c-section, headache (reaction tom nickel allergy) and hair loss (reaction tom nickel allergy). Previously administered products included for an unreported indication: xanax from 2006 to (B)(6) 2018, yaz from 2004 to 2007, allegra from 2003 to 2006, yasmin from 2003 to 2006, tetracycline from 2003 to 2006 and levaquin from 2003 to 2006. Concurrent conditions included nickel sensitivity (diagnosed at age 16 in 1996), anxiety and overweight. Concomitant products included cetirizine hydrochloride (zyrtec) since 1996 and fexofenadine (allegra) since 1996 for seasonal allergy as well as alprazolam (xanax) since 2006, azithromycin (z-pak) since 2006, carisoprodol since 2006, lisdexamfetamine mesilate (vyvanse) since 2006, minocycline hydrochloride (minocyclin) since 2006, obetrol (adderall) since 2006, oxycocet (percocet) since 2006, pregabalin (lyrica) since 2006, salbutamol sulfate (proair hfa) since 2006 and tapentadol hydrochloride (nucynta) since 2006. In 2011, the patient experienced feeling abnormal ("brain fog/did not feel like myself"), abdominal pain ("abdominal pain") and the first episode of anxiety ("severe anxiety"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain/chronic/lower back pain due to inflammation from nickel allergy/back pain"), neck pain ("neck pain/chronic/neck pain due to inflammation from nickel allergy") and inflammation ("chronic inflammation in the whole body"). In 2012, the patient experienced migraine ("migraines"), dermatitis contact ("rashes/chronic rash due to nickel allergy"), alopecia ("hair loss"), skin exfoliation ("skin peeling") and headache ("headaches"). In (B)(6) 2014, the patient experienced arthralgia ("hip pain/ankel pain /joint pain/joint inflammation"), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), the first episode of neoplasm (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), musculoskeletal pain (seriousness criterion medically significant), eczema nummular ("discoid eczema"), depression ("depression"), the second episode of anxiety ("anxiety"), blood glucose increased ("elevated sugar levels"), allergy to metals ("inflammation from nickel allergy/allergic to nickel/experienced a hypersensitivity/nickel allergy") with rash, muscle spasms ("muscle spasms"), abdominal pain lower ("right side pain during exercise"), loss of personal independence in daily activities ("couldn¿t run without pain on my right side/ I could no longer swim without pain or ride my bike without pain"), joint range of motion decreased ("joint deterioration"), cartilage injury ("left shoulder labrum detachment"), white blood cell count increased ("elevated wbc"), blood test abnormal ("abnormal bloodwork"), malaise ("sick"), treatment noncompliance ("did not use birth control post essure placement"), the second episode of neoplasm (seriousness criterion medically significant) and uterine mass ("possible uterine growth"). The patient was treated with nsaid's, muscle relaxants, antidepressants, oxitriptan (triptan), topiramate (topamax), rizatriptan (maxalt), surgery (partial hysterectomy with bilateral salpingectomy by davinci robot - no morcellator), surgery (dilation and curettage and ablation on (B)(6) 2013), surgery (shoulder surgery), surgery (ablation, partial hysterectomy and bilateral salpingectomy, essure removal) and surgery (d&c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, adenomyosis, autoimmune disorder, systemic lupus erythematosus, musculoskeletal pain, arthralgia, eczema nummular, migraine, depression, the last episode of anxiety, blood glucose increased, allergy to metals, inflammation, muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, cartilage injury, skin exfoliation, white blood cell count increased, blood test abnormal, malaise, treatment noncompliance, vaginal haemorrhage, the last episode of neoplasm, menorrhagia, headache and uterine mass outcome was unknown and the dermatitis contact, alopecia, back pain, neck pain and feeling abnormal was resolving. The reporter provided no causality assessment for arthralgia, autoimmune disorder, blood glucose increased, depression, eczema nummular, migraine and the second episode of anxiety with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, blood test abnormal, cartilage injury, dermatitis contact, feeling abnormal, genital haemorrhage, headache, inflammation, joint range of motion decreased, loss of personal independence in daily activities, malaise, menorrhagia, muscle spasms, musculoskeletal pain, neck pain, pelvic pain, skin exfoliation, systemic lupus erythematosus, treatment noncompliance, uterine mass, vaginal haemorrhage, white blood cell count increased, the first episode of anxiety, the first episode of neoplasm and the second episode of neoplasm to be related to essure. The reporter commented: I suspected I was pregnant but the doctor did not confirm it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Full blood count - on an unknown date: there was chronic inflammation hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked current weight: 165 lbs. On (B)(6) 2012, xray cervical spine, 4 views showed preserved alignment. Straightened cervical lordotic curvature. No radiographic evidence of fracture or malalignment. On (B)(6) 2013, procedure: mr left shoulder (MRI ext upper joint w/co): 1. Mild rotator cuff tendinosis. There is no evidence of a rotator cuff tear. 2. Partial detachment of the superior aspect of the anterior labrum. Images are compared with MRI from january 7, 2013. These images were obtained without interarticular gadolinium. The rotator cufftendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast. On (B)(6) 2014, MRI hip arthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. 2. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. 3. Mild osseous spurring of the symphysis pubis. On (B)(6) 2014, ultrasound pelvis complete: endometrial stripe measures approximately 3 mm in thickness. Somewhat bulbous inhomogeneous myometrium possibly representing adenomyosis. Consider pelvic mr for further evaluation, if clinically indicated. No discrete uterine mass noted. Several punctate echogenic foci along the periphery of the uterus in the fundal region possibly related to the essure wires. 1.1 x 0.9 x 1.0 cm complex left ovarian mass, most likely representing a hemorrhagic cyst. No doppler evidence of ovarian torsion. On (B)(6) 2014, MRI hiparthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particulcar case, adverse events were reported which were, based on their pathophysiology, considered unrelated to the product by company causality comment. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 14-jun-2018: pfs received, event added - rash, possible uterine growth. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("constant bleeding that lasted over 6 weeks/ severe bleeding"), adenomyosis ("adenomyosis"), the first episode of neoplasm ("giant cell tumors"), autoimmune disorder ("autoimmune reaction"), systemic lupus erythematosus ("lupus"), musculoskeletal pain ("shoulder pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and the second episode of neoplasm ("growth tumor") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor was having issues placing the device on my right side". The patient's past medical history included blister (due to nickel allergy), erythematous rash (due to nickel allergy), itchy rash (due to nickel allergy), gravida ii, parity 2 (( B)(6) 2008;(B)(6) 2011)), c-section, headache (reaction tom nickel allergy) and hair loss (reaction tom nickel allergy). Previously administered products included for an unreported indication: xanax from 2006 to (B)(6) 2018, yaz from 2004 to 2007, allegra from 2003 to 2006, yasmin from 2003 to 2006, tetracycline from 2003 to 2006 and levaquin from 2003 to 2006. Concurrent conditions included nickel sensitivity (diagnosed at age 16 in 1996), anxiety and overweight. Concomitant products included cetirizine hydrochloride (zyrtec) since 1996 and fexofenadine (allegra) since 1996 for seasonal allergy as well as alprazolam (xanax) since 2006, azithromycin (z-pak) since 2006, carisoprodol since 2006, lisdexamfetamine mesilate (vyvanse) since 2006, minocycline hydrochloride (minocyclin) since 2006, obetrol (adderall) since 2006, oxycocet (percocet) since 2006, pregabalin (lyrica) since 2006, salbutamol sulfate (proair hfa) since 2006 and tapentadol hydrochloride (nucynta) since 2006. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced feeling abnormal ("brain fog/did not feel like myself"), abdominal pain ("abdominal pain") and the first episode of anxiety ("severe anxiety"). In september 2011, the patient experienced back pain ("back pain/chronic/lower back pain due to inflammation from nickel allergy/back pain"), neck pain ("neck pain/chronic/neck pain due to inflammation from nickel allergy") and inflammation ("chronic inflammation in the whole body"). In 2012, the patient experienced migraine ("migraines"), rash ("rashes/chronic rash due to nickel allergy"), alopecia ("hair loss"), skin exfoliation ("skin peeling") and headache ("headaches"). In 2014, the patient experienced arthralgia ("hip pain/ankle pain /joint pain/joint inflammation"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), the first episode of neoplasm (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), eczema nummular ("discoid eczema"), depression ("depression"), the second episode of anxiety ("anxiety"), blood glucose increased ("elevated sugar levels"), allergy to metals ("inflammation from nickel allergy/allergic to nickel/experienced a hypersensitivity/nickel allergy"), muscle spasms ("muscle spasms"), abdominal pain lower ("right side pain during exercise"), loss of personal independence in daily activities ("couldn¿t run without pain on my right side/ I could no longer swim without pain or ride my bike without pain"), joint range of motion decreased ("joint deterioration"), musculoskeletal pain (seriousness criterion medically significant), cartilage injury ("left shoulder labrum detachment"), white blood cell count increased ("elevated wbc"), blood test abnormal ("abnormal bloodwork"), malaise ("sick"), treatment noncompliance ("did not use birth control post essure placement") and the second episode of neoplasm (seriousness criterion medically significant). The patient was treated with nsaid's, muscle relaxants, antidepressants, oxitriptan (triptan), topiramate (topamax), rizatriptan (maxalt), surgery (partial hysterectomy with bilateral salpingectomy by davinci robot - no morcellator), surgery (dilation and curettage and ablation on (B)(6) 2013), surgery (shoulder surgery), surgery (ablation, partial hysterectomy and bilateral salpingectomy, essure removal. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, adenomyosis, autoimmune disorder, systemic lupus erythematosus, arthralgia, eczema nummular, migraine, depression, the last episode of anxiety, blood glucose increased, allergy to metals, inflammation, muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, musculoskeletal pain, cartilage injury, skin exfoliation, white blood cell count increased, blood test abnormal, malaise, treatment noncompliance, vaginal haemorrhage, the last episode of neoplasm, menorrhagia and headache outcome was unknown and the rash, alopecia, back pain, neck pain and feeling abnormal was resolving. The reporter provided no causality assessment for arthralgia, autoimmune disorder, blood glucose increased, depression, eczema nummular, migraine and the second episode of anxiety with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, blood test abnormal, cartilage injury, feeling abnormal, genital haemorrhage, headache, inflammation, joint range of motion decreased, loss of personal independence in daily activities, malaise, menorrhagia, muscle spasms, musculoskeletal pain, neck pain, pelvic pain, rash, skin exfoliation, systemic lupus erythematosus, treatment noncompliance, vaginal haemorrhage, white blood cell count increased, the first episode of anxiety, the first episode of neoplasm and the second episode of neoplasm to be related to essure. The reporter commented: I suspected I was pregnant but the doctor did not confirm it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Full blood count on an unknown date: there was chronic inflammation. Hysterosalpingogram on (B)(6) 2011: fallopian tubes were blocked. Current weight: 165 lbs. On (B)(6) 2012, xray cervical spine, 4 views showed preserved alignment. Straightened cervical lordotic curvature. No radiographic evidence of fracture or malalignment. On (B)(6) 2013, procedure: mr left shoulder (MRI ext upper joint w/co): 1. Mild rotator cuff tendinosis. There is no evidence of a rotator cuff tear. 2. Partial detachment of the superior aspect of the anterior labrum. Images are compared with MRI from (B)(6) 2013. These images were obtained without interarticular gadolinium. The rotator cufftendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast. On (B)(6) 2014, MRI hip arthrogram right: no early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. On (B)(6) 2014, ultrasound pelvis complete: endometrial stripe measures approximately 3 mm in thickness. Somewhat bulbous inhomogeneous myometrium possibly representing adenomyosis. Consider pelvic mr for further evaluation, if clinically indicated. No discrete uterine mass noted. Several punctate echogenic foci along the periphery of the uterus in the fundal region possibly related to the essure wires. 1.1 x 0.9 x 1.0 cm complex left ovarian mass, most likely representing a hemorrhagic cyst. No doppler evidence of ovarian torsion. On (B)(6) 2014, MRI hiparthrogram right: 1. No early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, adverse events were reported which were, based on their pathophysiology, considered unrelated to the product by company causality comment. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. Her demographics were updated. Essure indication was amended. Treatment medication and concomitant medications were added. Events: abnormal bleeding (vaginal bleeding), growth tumor, severe anxiety and headaches were added. After the essure was removed the rashes diminished, hair regrew some, back/neck pain lessened,brain fog lifted some, pelvic pain was gone. On 27-feb-2018: non significant clinical information. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('localized sparse patchy chronic inflammation was present within the tubal wall in a few of the cross sections from both tubes'), pelvic pain ('severe and persistent pelvic pain'), genital haemorrhage ('constant bleeding that lasted over 6 weeks/ severe bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)'), adenomyosis ('adenomyosis'), autoimmune disorder ('autoimmune reaction'), systemic lupus erythematosus ('lupus'), musculoskeletal pain ('shoulder pain'), cartilage injury ('left shoulder labrum detachment') and multiple episodes of neoplasm ('giant cell tumors', 'growth tumor') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control post essure placement", device difficult to use "doctor was having issues placing the device on my right side" and device ineffective "device ineffective". The patient's medical history included blister (due to nickel allergy), erythematous rash (due to nickel allergy), itchy rash (due to nickel allergy), gravida ii, parity 2 (((B)(6) 2008; (B)(6) 2011)), c-section, headache (reaction tom nickel allergy) and hair loss (reaction tom nickel allergy). Previously administered products included for an unreported indication: xanax from 2006 to (B)(6) 2020, yaz from 2004 to 2007, yasmin from 2003 to 2006, levaquin from 2003 to 2006, allegra from 2003 to 2006 and tetracycline from 2003 to 2006. Concurrent conditions included nickel sensitivity (diagnosed at age 16 in 1996), anxiety and overweight. Concomitant products included anti allergic agents since 1996 and fexofenadine hydrochloride (allegra) since 1996 for seasonal allergy as well as alprazolam (xanax) since 2006, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2006, azithromycin (z-pak) since 2006, carisoprodol since 2006, lisdexamfetamine mesilate (vyvanse) since 2006, minocycline hydrochloride (minocyclin) since 2006, oxycodone hydrochloride;paracetamol (percocet) since 2006, pregabalin (lyrica) since 2006, salbutamol sulfate (proair hfa) since 2006 and tapentadol hydrochloride (nucynta) since 2006. In 2011, the patient experienced anxiety ("anxiety"), feeling abnormal ("brain fog/did not feel like myself") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain/chronic/lower back pain due to inflammation from nickel allergy/back pain"), neck pain ("neck pain/chronic/neck pain due to inflammation from nickel allergy") and inflammation ("chronic inflammation in the whole body"). In 2012, the patient experienced migraine ("migraines / severe and persistent migraines"), dermatitis contact ("rashes/chronic rash due to nickel allergy"), alopecia ("hair loss"), skin exfoliation ("skin peeling") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain/ankle pain /joint pain/joint inflammation") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), musculoskeletal pain (seriousness criterion medically significant), cartilage injury (seriousness criterion medically significant), eczema nummular ("discoid eczema"), depression ("depression"), allergy to metals ("inflammation from nickel allergy/allergic to nickel/experienced a hypersensitivity/nickel allergy") with dermatitis contact, muscle spasms ("muscle spasms"), abdominal pain lower ("right side pain during exercise"), loss of personal independence in daily activities ("couldn¿t run without pain on my right side/ I could no longer swim without pain or ride my bike without pain"), joint range of motion decreased ("joint deterioration"), malaise ("sick"), uterine enlargement ("possible uterine growth"), rash ("chronic rash"), osteoarthritis ("joint deterioration") and abortion spontaneous ("spontaneous abortion"), was found to have the first episode of neoplasm (seriousness criterion medically significant), the second episode of neoplasm (seriousness criterion medically significant), blood glucose increased ("elevated sugar levels"), white blood cell count increased ("elevated wbc") and blood test abnormal ("abnormal bloodwork") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with antidepressants, muscle relaxants, nervous system, nsaids, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (d&c, dilation and curettage and ablation on (B)(6) 2013, laparoscopic robotic-assisted supracervical hysterectomy, bilateral salpingectomy, shoulder surgery, surgical: shoulder surgery and ablation, partial hysterectomy and bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, genital haemorrhage, vaginal haemorrhage, adenomyosis, autoimmune disorder, systemic lupus erythematosus, musculoskeletal pain, cartilage injury, the last episode of neoplasm, arthralgia, eczema nummular, migraine, depression, anxiety, blood glucose increased, allergy to metals, inflammation, muscle spasms, abdominal pain lower, loss of personal independence in daily activities, joint range of motion decreased, skin exfoliation, white blood cell count increased, blood test abnormal, malaise, menorrhagia, headache, uterine enlargement, rash, osteoarthritis and pregnancy with contraceptive device outcome was unknown, the pelvic pain and abdominal pain had resolved and the dermatitis contact, alopecia, back pain, neck pain and feeling abnormal was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for anxiety, arthralgia, autoimmune disorder, blood glucose increased, depression, eczema nummular, migraine and salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, allergy to metals, alopecia, back pain, blood test abnormal, cartilage injury, dermatitis contact, feeling abnormal, genital haemorrhage, headache, inflammation, joint range of motion decreased, loss of personal independence in daily activities, malaise, menorrhagia, muscle spasms, musculoskeletal pain, neck pain, osteoarthritis, pelvic pain, pregnancy with contraceptive device, rash, skin exfoliation, systemic lupus erythematosus, uterine enlargement, vaginal haemorrhage, white blood cell count increased, the first episode of neoplasm and the second episode of neoplasm to be related to essure. The reporter commented: she suspected she was pregnant but the doctor did not confirm it. Surgical pathology report: fallopian tubes, x 2, with essure wires present bilaterally and occluding the proximal portions of each tube. Focal polarizable foreign material with associated multinucleated macrophages and localized sparse patchy chronic inflammation is present within the tubal wall in a few of the cross sections from both tubes the mucosal fold pattern is essentially intact, without discernible active chronic mucosal inflammation. Small, benign para tubal cysts are also noted. Adenomyosis, focal-benign, early secretory phase endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Arthrogram - on (B)(6) 2014: hip arthrogram: no early arthritic changes or acute osseous injury noted over the right hip. Intraosseous cyst seen at the anterior aspect of the right acetabular roof. Mild degeneration of the anterior and lateral right labrum. No acute labral tear seen. Mild osseous spurring of the symphysis pubis.. Full blood count - on an unknown date: results: there was chronic inflammation. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Magnetic resonance imaging - on (B)(6) 2013: these images were obtained without interarticular gadolinium. The rotator cufftendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast.; on (B)(6) 2013: these images were obtained without interarticular gadolinium. The rotator cufftendinosis is similar in appearance. The labral abnormality is demonstrated to better advantage on the most recent study with intraarticular contrast. Spinal x-ray - on (B)(6) 2012: preserved alignment. Straightened cervical lordotic curvature. No radiographic evidence of fracture or misalignment.. Ultrasound pelvis - on (B)(6) 2014: endometrial stripe measures approximately 3 mm in thickness. Somewhat bulbous inhomogeneous myometrium possibly representing adenomyosis. Consider pelvic mr for further evaluation, if clinically indicated. No discrete uterine mass noted. Several punctate echogenic foci along the periphery of the uterus in the fundal region possibly related to the essure wires. 1.1 x 0.9 x 1.0 cm complex left ovarian mass, most likely representing a hemorrhagic cyst. No doppler evidence of ovarian torsion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, adverse events were reported which were, based on their pathophysiology, considered unrelated to the product by company causality comment. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and medical record received. Per medical record event "salpingitis" was added. Per plaintiff fact sheet: event "osteoarthritis" was added. This case is medically confirmed. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.